Event description:
The contact stated that in 2006, the customer received a blood glucose reading of 118 mg/dl. The customer passed out 15 minutes later and ems was called. When paramedics tested the customer's glucose, it was over 200 mg/dl. The pt was stabilized at the hosp and released to go home. The meter is to be returned for evaluation, and a replacement meter will be sent.